Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. Unit had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had loose, protruded drive support disk. Unable to perform displacement test, basic occlusion, occlusion, prime and no delivery tests due to loose, protruded drive support disk. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. No crack lcd window noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, battery out and failed battery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the insulin pump is cracked in multiple places. The customer was advised that the device would be replaced and to return the product for analysis.